Event description:
It was reported that following an ablation procedure, an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery with a 4.0mm in lumen diameter. The patient experienced an occlusion in the femoral artery and surgery was performed to remove the angio-seal. A piece of the device was found in the blood vessel. Eight days later, the patient has recovered. No additional information is available.

Manufacturer narrative:
One anchor, collagen fragment, and suture segment, consistent with components used in the angio-seal device, were visually inspected. The anchor and collagen fragment were secured by the intact suture loop. The running suture was approximately 0.6" in length; the suture proximal end was consistent with cutting. The collagen was removed; no contributing visual anomalies were noted. There was no evidence found to suggest the event was caused from an intrinsic defect in the product, as supported by the review of the manufacturing traveler and the analysis performed. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.